Event description:
It was reported that increased capture threshold and lead impedance was observed. During lead revision, the lead was cleaned and reconnected to the device. All measurements were good. The lead remains in service. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).